Manufacturer narrative:
Additional information was added to h6. H4: the lot was manufactured from january 22, 2020 - january 23, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of rapidfill connectors contained particulate matter (dark) ¿that did not appear embedded¿. This was identified during inspection prior to use. There was no patient involvement. No additional information is available.